Event description:
It was reported that the patient underwent a procedure for implant of artificial disc at c6-c7. At 82 months post-op, the patient presented with ossification at the posterior margin of the c6-c7 interspace. No symptoms or complications were reported.

Manufacturer narrative:
(B)(4). Neither device nor applicable imaging studies were returned to the manufacturer.